Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the setscrew was not untightened. Scanning electron microscope confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrew to get stuck. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Further investigation is being performed.

Event description:
This report is to advise of an event observed during analysis.